Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that when the patient tried to charge, the recharger showed the charge stimulator battery warning screen. The patient said she could not get the stimulator working. Patient services clarified and the patient said she needed to recharge first. The patient was getting the charge neurostimulator battery now. The first time she said the ins battery was empty. Patient services asked if she was plugged into the wall and she said yes. The patient was instructed to press the start charge button again, and she said the ins battery was half full on the charge neurostimulator battery now screen. She said it did not go to the recharge screen with the boxes. A replacement insr was sent to the patient. No symptoms or further complications were reported/anticipated.